Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges that during intubation attempt there was contact failure between the blade and the handle causing the light to be unstable. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The investigation into this complaint is in progress at the time of this report.

Event description:
Customer complaint alleges that during intubation attempt there was contact failure between the blade and the handle causing the light to be unstable. No patient injury or consequence reported.